Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Open ring had a crack through the seam of carbon fibre when load was applied and wire tensioned. Ring was used according to operative technique.